Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the cartridge to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.